Manufacturer narrative:
Results of evaluation: conclusion: the instrument was rearmed and cycled repeatedly, and it functioned as intended.

Event description:
The device was used during a laparoscopic cholecystectomy. It was reported by the affiliate that the reset button does not go into the activated position, or it goes to the activated position but the safety shield does not retract. There was no consequence to the pt.